Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter powers off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unable/unwilling to answer many questions regarding the alleged issue. The patient was unable/unwilling to answer when the alleged issue began. The patient manages their diabetes with insulin and denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a "hypo" sometime after the alleged issue began. The patient was unable/unwilling to clarify the exact symptoms experienced at this time. The patient reported visiting their doctor's office where they were advised to take a glucose drink as treatment. It is unknown if the patient tested their blood glucose on any other device. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.